Event description:
See initial report.

Manufacturer narrative:
H11. No service activity was performed by a livanova, as the customer is serviced by its own technicians. The customer ordered and installed a replacement hkr board, which fixed the issue. No further similar events have been reported following the board replacement. A review of the complaints database confirmed that no similar issues have occurred previously for this unit. Based on investigation findings, the root cause of the reported event is electronic failure of the pump processor board. Failures of electronic boards can result from multiple, non-deterministic factors, such as exposure to heat, dust, and moisture; accidental impacts (drops and falls); power overloads/surges; and variability of micro subcomponents. However, there is no concerning trend for this type of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 console for 4 pump through follow up livanova was informed the link with the arterial pump and hemofiltration pump was there and it didn't work and then disappeared. Medical team re-established the link, and after that, the link worked. It is not known if any error message was displayed.the cardioplegia pump was pressure-controlled the larger arterial pump still be operated with the rotary knob and the touchscreen display was frozen. Customer suggested a possible circuit board failure interfering with the bus system. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during setup, the link with the cardioplegia (linked to the small arterial pump) was lost and the cardioplegia pump could not be started. The display of the large arterial pump was frozen and no longer usable. After several restarts, the system is working again without restrictions. There is no report of any patient injury.